Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy procedure, the staples were not formed. Overstitching was done to finish the procedure. No further information is available.